Event description:
It was reported that cardiac perforation and pericardial effusion (pe) occurred. No interventions reported. During a left atrial appendage (laa) closure procedure, a versacross connect laac kit was selected for use. Pre-procedure imaging showed a small effusion around ventricles, with no noticeable change throughout the procedure. Heparin was used intraprocedural anticoagulation. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman fxd double curve access system (was) which was then advanced into the left atrium (la). A non-boston scientific (bsc) guidewire was used in addition to the versacross radiofrequency (rf) wire for exchanges. A contrast injection of the laa was performed and it was noted there was a perforation of the laa due to contrast visibly leaking into the pericardium. A pe around the base of the heart was noted. A watchman closure device and delivery system (wds) was inserted, and the closure device was implanted with no hemodynamic compromise noted. Heparin was reversed with protamine per protocol. No interventions or patient complications were reported. The procedure was concluded. The patient has been discharged. The device is not expected to be returned for analysis (disposed). In the physician's opinion, it is unclear at what point the perforation occurred, but it was possibly during tsp or was entry into the la/laa. Imaging (tee) was difficult on this particular patient. Imaging was challenging (getting between septum and la/laa). There was miscommunication and difficulty in seeing the wire/sheath once across. No other issues were reported for the versacross rf wire or dilator/sheath. No contributions from versacross device, according to the physician. Act was therapeutic throughout the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of perforation and pericardial effusion were confirmed based on the media provided. The reported allegation of difficulty to visualize device was not confirmed based on media provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that cardiac perforation and pericardial effusion (pe) occurred. No interventions reported. During a left atrial appendage (laa) closure procedure, a versacross connect laac kit was selected for use. Pre-procedure imaging showed a small effusion around ventricles, with no noticeable change throughout the procedure. Heparin was used intraprocedural anticoagulation. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman fxd double curve access system (was) which was then advanced into the left atrium (la). A non-boston scientific (bsc) guidewire was used in addition to the versacross radiofrequency (rf) wire for exchanges. A contrast injection of the laa was performed and it was noted there was a perforation of the laa due to contrast visibly leaking into the pericardium. A pe around the base of the heart was noted. A watchman closure device and delivery system (wds) was inserted, and the closure device was implanted with no hemodynamic compromise noted. Heparin was reversed with protamine per protocol. No interventions or patient complications were reported. The procedure was concluded. The patient has been discharged. The device is not expected to be returned for analysis (disposed). In the physician's opinion, it is unclear at what point the perforation occurred, but it was possibly during tsp or was entry into the la/laa. Imaging (tee) was difficult on this particular patient. Imaging was challenging (getting between septum and la/laa). There was miscommunication and difficulty in seeing the wire/sheath once across. No other issues were reported for the versacross rf wire or dilator/sheath. No contributions from versacross device, according to the physician. Act was therapeutic throughout the procedure.